Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered. This is no longer considered a reportable problem as there was no patient involvement. The part was returned to failure investigation (fi) for testing and evaluation. The manufacturer's field service engineer (fse) replaced the front bezel to repair the ventilator. The nav-ring potentiometer pre-load test and resistance measurement test failed. Contamination buildups were found on the rotary adjustment assembly (nav-ring) matrix that causes the nav-ring not functioning.

Manufacturer narrative:
This record will not redact the reporting decision of this complaint. It remains a reportable event. That the customer initially reported that the unit was being set up for treatment when the failure was observed.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14aug2020.

Event description:
The customer reported nav ring failure. There was no patient involvement.